Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. Explanation of method code "other": a sample device was returned and is currently under investigation.

Event description:
Distributor reported on behalf of home care user that device was in use for about 5-6 months when cuff burst while pt was asleep. Water leaked into the pt's trachea and lung. An emergent tracheostomy tube change was performed. No permanent adverse effects to pt were reported.